Manufacturer narrative:
Pump passed displacement, rewind and basic occlusion, occlusion and excessive no delivery test. Unable to prime due to faulty fsr. No motor error alarm noted. Motor tested outside of device and passed. Cracked case near lcd window, minor scratches on lcd window, cracked reservoir tube lip, cracked battery tube threads, stained address/serial number label and stained end cap sticker.

Event description:
It was reported that the customer received a motor error alarm during a bolus. The customer's blood glucose was 128 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. The customer was able to complete the rewind sequence. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.